Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. No UDI available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: litigation records received. Litigation alleges pain, unable to move, limp, skin eruptions and eczema, high levels of chromium-cobalt, adverse reaction to metal debris, superinfection by staphylococcus aureus, aseptic lymphocytic vasculitis. No part and lot information provided.

Manufacturer narrative:
Aug 4, 2017: litigation records received. Litigation alleges pain, unable to move, limp, skin eruptions and eczema, high levels of chromium-cobalt, adverse reaction to metal debris, superinfection by staphylococcus aureus, aseptic lymphocytic vasculitis. No part and lot information provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.